Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete. This incident is being reported in an abundance of caution while welch allyn investigates.

Event description:
The customer reported that their acuity ha cpu power supply failed and the ha was now down. Customer said that they were unable to connect their patients to the primary cpu. Tech support troubleshot it with biomed and eventually found that dhcp was not running on the primary cpu. Tech support was able to restart dhcp and enable patient monitors to connect. This resulted in a temporary inability to connect patients, however bedside monitoring was not affected. There was no report of any patient harm as a result of the reported events.